Event description:
As reported, the tip of the 100 cm. 6 fr. Vista brite tip jr4 catheter was broken and fell down. It was noticed after it was removed from the package. The package was intact before it was opened. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the package. There was no damage noted to the inner or outer packaging. The procedure was completed successfully when the physician changed to the same like product. The product was not clinically used in the patient. There was no report on patient injury. The product will be returned for investigation. No additional information is available.

Manufacturer narrative:
After review of the file and the preliminary comments in regards to the condition of the product return of "multiple kinks throughout shaft", this complaint file is being changed to not reportable. No further follow-up or additional information will be available/provided.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.